Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2009, inratio: 1.1. Date: last week, inratio: 3.5. Home health nurse observed inratio=1.1, but patient's finger continued to bleed. Last weeks inr=3.5, so dr withheld coumadin then put patient on 1/2 dose for the week.

Manufacturer narrative:
Investigation pending.